Event description:
It was reported that the customer had a a33 alarm and loose drive support cap on the insulin pump. The customer's blood glucose unknown mg/dl. The customer stated that the insulin pump fell out of her pocket and hit her foot on other day. The customer was advised to revert to back up plan until replacement arrives. The customer will receive replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with protruded or loose drive support disk, missing end cap sticker, minor scratched display window, cracked case at display window corners, reservoir tube lip. Compromised force sensor alarm during the basic occlusion test due to protruded or loose drive support disk.